Event description:
It was reported the subject device exhibited e226 error and displayed no image. The event occurred during therapeutic procedure during sedation - device outside patient. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report 9610773-2025-04414.

Event description:
No additional information received from the customer.